Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011. Caller, nurse, stated that patient has to be taken to the emergency due to receiving high readings on her autocode meter. Patient tested and received 60mg/dl, ate, then tested again and got a reading of 80mg/dl before 9:00am. Patient called the medics 20 minutes later and was taken to the emergency room where their meter read 49mg/dl. Caller does not know of treatment or drugs provided to patient but said total time spent in emergency room was 8 hours. Pdc sent replacement and prepaid envelope requesting return of suspect product(s).

Manufacturer narrative:
Suspect product(s) not returned, thus evaluation could not be performed.